Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture with a trochanteric fixation nail advanced (tfna) system. During the surgery, the surgeon reduced the fracture and implanted the tfna implants. It seemed that there was a gap, but the surgeon thought that the bone contact was good, and the surgery was completed successfully without any surgical delay. Just after the surgery, the surgeon confirmed by x-rays that there was no problem. On (B)(6) 2020 the surgeon confirmed by CT scan that there was a gap of about 2cm between implant and bone. The surgeon commented that it was possible that not enough reduction caused this event. After following up with the patient surgeon will decide whether to perform the revision surgery or not. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: 10mm/125 deg ti cann tfna 200mm - sterile (part # 04.037.013s, lot # unknown, quantity 1); tfna helical blade (part # unknown, lot # unknown, quantity unknown) this report is for an unknown quantity of unknown locking screw. This is report 3 of 3 for complaint (B)(4).